Manufacturer narrative:
The cartridge cap is unavailable for returne at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the cartridge cap was missing. No further information was provided. Customer technical support made multiple attempts to contact the reporter for additional information and troubleshooting, without success. It is unknown at this time if there was damage to the cartridge cap or to the pump that caused the cap to fall off, or if the missing cap was due to fault of the user. If additional information is obtained, the complaint will be reassessed and a supplemental will be submitted. This complaint is being reported based on the allegation that the cartridge cap was missing and a malfunction could not be ruled out at the time of initial contact. There is no indication that the product issue caused or contributed to an adverse event.